Manufacturer narrative:
Insulin pump received with detached end cap. Pump was inspected and no loose or protruded drive support disk anomaly noted. Unable to perform basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test and displacement test due to detached end cap. Unable to verify compromised forced sensor system alarm due to detached end cap.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.